Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: a total of 3 lots were returned. Please advise which lot had the following issue suture needle pull off during the same procedure for the following lots: tcmesp, tamqcu, tcmapc. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note."

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/20/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 incomplete device returned. Additional information: h6 a manufacturing record evaluation was performed for the finished device tamqcu / vcpb725 batch number, and no non-conformances were identified. Expiration date: dec/31/2027 date of mfg.: jan/30/2023. A manufacturing record evaluation was performed for the finished device tcmesp / vcpb725 batch number, and no non-conformances were identified. Expiration date: feb/29/2028 date of mfg.: mar/13/2023. A manufacturing record evaluation was performed for the finished device tcmapc / vcpb725 batch number, and no non-conformances were identified. Expiration date: feb/29/2028 date of mfg.: mar/2/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one winding former with a detached needle and one undispensed suture outside its packaging that pertain to product code vcpb725d, lot tcmesp. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the device. The returned sample revealed that it was received one empty opened foil and one paper lid that pertain to the product code vcpb725d, tcmapc. As the needle or suture were not returned for evaluation. And based on the information available, it has been determined that no corrective and preventative action is proposed. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the device. The returned sample revealed that it was received one empty opened foil and one paper lid that pertain to the product code vcpb725d, lot tamqcu. As the needle or suture were not returned for evaluation. And based on the information available, it has been determined that no corrective and preventative action is proposed. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that, when the product was held with a needle holder, the needle was detached from the suture. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/25/2023. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch tcmesp, exp. Date: feb/29/2028 date of mfg.: mar/13/2023. Batch tamqcu, exp. Date: dec/31/2027 date of mfg.: jan/30/2023. Batch tcmapc, exp. Date: feb/29/2028 date of mfg.: mar/2/2023. A manufacturing record evaluation was performed for the finished device tcmapc / vcpb725 batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device tamqcu / vcpb725 batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device tcmesp / vcpb725 batch number, and no non-conformances were identified. Additional information was requested, the following was obtained: please provide the lot number.tcmesp/tamqcu/tcmapc. When did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify=> when the product was held with a forcep. Procedure name and date?=>unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)=>ryohei mori. Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections.=>the device has been received at sukagawa and will be shipped. Please check rmao. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. The following additional information was requested: a total of 3 lots were returned. Please advise which lot had the following issue suture needle pull off during the same procedure for the following lots: tcmesp, tamqcu, tcmapc.